Event description:
The patient contacted animas on (B)(6) 2012 reporting that she had been admitted to the hospital with the diagnosis of dka on (B)(6) 2012. Animas customer technical support (acts) described the patient as a poor historian. The patient reported vomiting, but did not know what her blood glucose (bg) measurement was on admission to the hospital; however, she then stated her bg was over 700 mg/dl. The patient also reported that her potassium level was high. The patient reported that she was treated at the hospital with an insulin drip and admitted into the intensive care unit. The patient stated she was discharged from the hospital on (B)(6) 2012 with a normal bg level. The patient stated that her bg levels have been normal since being discharged from the hospital. The patient stated that she has been on insulin pump therapy since hospital discharge. The patient declined to participate in troubleshooting the pump at the time of the call, stating that she just wanted the pump to be replaced. Acts advised the patient that the pump needed to be reviewed to ensure that it was delivering accurately, but patient reiterated that she was frustrated and did not wish to review the pump. The patient stated she may call back at a later time to review the pump. The patient made no specific allegation against the pump at the time of the call. The patient's healthcare provider (hcp) contacted animas later that same day and insisted that the patient's pump be replaced alleging that the patient's pump did not work and caused the elevated bg which resulted in her hospitalization. The patient contacted animas again on (B)(6) 2012 to troubleshoot the pump. Troubleshooting of the pump by acts revealed that the time and date were correct; priming and cannula fill was recorded in the history for the date of the alleged elevated bg. The patient reported that she also performed a complete site/set change that day, however, there was no tubing fill amount recorded in the history. The patient reported that she had been vomiting all day on the day of the elevated blood glucose and subsequent hospital admission and did not administer any boluses and did not check her bg levels. Acts assessment of events as reported is that the patient did not follow proper procedure for "sick day" and did not prime the tubing when the complete set change was performed. This complaint is being reported because the patient was hospitalized for dka and the hcp insisted the pump be replaced due to malfunction.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the daily insulin delivery totals correctly reflected programmed basal rates. There were no alarms or errors related to the complaint in the black box or alarm history, only typical usage was observed. A 10 units normal and a 10 units audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. There was no defect found. Unrelated to the complaint, evaluation revealed a pinkish contrast display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.